Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter re-confirmed that no fragment fell into the patient during surgery. Reporter further stated that there was no harm or injury to the patient. Reporter did not have any information related to the movement of the instrument: opening/ closing, left/ right movement nor up/ down movement. The reporter did not have any information regarding cables visibly protruding from the distal end of the instrument.